Event description:
The customer tested his blood glucose and received a reading of 250 mg/dl using his contour ts meter. He retested using another meter and received a reading of 92 mg/dl. The difference between readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer used up his contour test strips, but his meter was returned for evaluation. A replacement meter was sent to the customer.